Event description:
The cause of sob and altered mental status was over sedation due to narcotics. No infection was reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient complained of shortness of breath (sob) that was unrelieved by diuretics for two weeks. The patient then presented to the emergency department with altered mental status and sob. They were then intubated. Log files were sent for review and captured routine events. There were no notable alarm conditions or parameter changes.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), reported or identified through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received on 31oct2025 stated that the cause of shortness of breath and altered mental status had been identified. The patient was extubated. The issue had been resolved with diuresis and antibiotics. The patient was discharged on antibiotic therapy and diuretics.